Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported loss of power. The customer did indicate that they believe the loss of power was related to their device batteries being in a low state because they were no longer in possession of the ac power adapter cable to allow the ac power adapter to charge the batteries when installed in the device. Physio-control could not conclusively confirm this to be the cause of the reported loss of power. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer called to report that during a patient event where the patient was in respiratory distress, their monitor/defibrillator device lost power two times during while monitoring the patient. The customer indicated that the patient was initially only being monitored for the respiratory distress but deteriorated into cardiac arrest. Once this occurred, the customer¿s device lost power and could not be powered back on. Immediately following the power loss, the responders performed CPR on the patient. The patient was transported to a local hospital and did not survive. No additional information has been provided to date on the reported event.

Manufacturer narrative:
Physio-control performed a clinical evaluation of the reported event and determined that it is unknown if the device use contributed to the death of the patient due to insufficient data being available.